Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the right atrial lead exhibited noise noted on multiple noise reversion and auto mode switch (ams) episodes. The last review showed no reoccurrence of the noise. The lead remains implanted. The patient is being monitored routinely. The patient hasn't reported any symptoms or consequences.